Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "the unit continuously blows the fuses in the unit." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "the unit continuously blows the fuses in the unit- no other information available" was confirmed during product evaluation. This condition was caused by a defective power supply module. The power supply module was replaced to correct the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.